Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation result of a cutting wire kinked. Block h11: investigation results the returned autotome rx 44 was analyzed, and a visual inspection found that the working length was twisted, also, the cutting wire was kinked, due to these conditions the wire was misaligned with the working length. No other problems with the device were noted. The results of the analysis performed on the returned device found that the cutting wire was kinked. This problem could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the device and the scope (hitting against a hard surface) or if it got stuck. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used in the bile duct during a lithotripsy procedure to treat a bile duct stone performed on (B)(6) 2025. During the procedure, when the device was inserted into the endoscope and inserted into the bile duct for papillotomy, there was an abnormality in the orientation of the cutting wire. The procedure was completed with another autotome rx 44. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a cutting wire kinked. Please see block h11 for full investigation details.